Event description:
It was reported by service report that the brakes are not working properly, they will not stay engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake cam.